Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a capsular rupture occurred when the lens was being injected into the eye. A vitrectomy was performed and another iol was placed in the sulcus. The surgeon stated the capsule rupture was caused by the piston of iol injector. This was the first time that the surgeon implanted this type of iol, so she was not trained to use it. The iol was ordered in error, due to a mistake in the order intake info. In a follow up, the surgeon reported that although the pt was doing fine at day one following surgery, he presented with induced astigmatism due to the iol being exchanged and placed in the sulcus.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was used without proper instruction. Company guidelines require surgeons to be trained and a signed certificate provided to alcon before the pre-loaded iol can be ordered/used. Eleven pre-loaded iols were shipped to the clinic instead of single lenses. The shipment was sent without prior training of the surgeon. This was the first time the surgeon had ever used the device. (B)(4).